Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol is foggy and the pt has decreased vision. The nurse reported that the pt had the nucleus and the lens drop during the implant surgery. An anterior vitrectomy was performed and the lens was inserted with scleral fixation. In a f/u, the surgeon reported the event continues.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 3/20/2012 by phone, fax, and mail. A completed questionnaire was received on 3/27/2012. (B)(4).